Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient underwent surgery to reinsert a new sterile magnet as the original was dislodged. The implanted device remains.